Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine fibroid and leiomyoma. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition: unspecified"), skin disorder ("rash/skin condition: unspecified") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, rash, skin disorder and uterine leiomyoma had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, rash, skin disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for all the aforementioned events. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New event added: abnormal bleeding (vaginal). Concomitant condition, reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition: unspecified") and skin disorder ("rash/skin condition: unspecified") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, rash, skin disorder and uterine leiomyoma had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, rash, skin disorder and uterine leiomyoma to be related to essure (ess205). The reporter commented: she had received treatment for all the aforementioned events. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿chronic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, rash/skin condition: unspecified), fibroids and she did not undergo essure confirmation test)¿. Reporter, demographics; essure indication, essure insertion/ removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.